Event description:
As reported by the user facility: patient had chills before dialysis was performed. Patient was dialyzed without alarms and coded. Patient was revised on taken off the machine. Patient was sent to ICU and passed away.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation: no machine data records were made available for investigation. The dialog+ dialysis machine was inspected by a customer's technician. The inspection did not show a malfunction, the machine operated as intended. There was no product deviation. All safety-relevant functions are tested during the machine's self-tests in preparation. A therapy cannot be started without passing the self-tests. If a safety-relevant defect occurs during therapy the machine triggers an alarm and switches to patient-safe mode. Since there was no product deviation, no further action will be taken.